Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels ranged between 380 mg/dl and 430 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia, dehydration and chest pains. The patient was treated with intravenous fluids and an insulin drip. The patient was also prescribed humulin and humalog insulin pens, and was released the following day. The pod was removed at the hospital while patient was waiting to be seen; patient reported the adhesive was bunched up around the cannula but there was no mention of adhesive becoming loose during wear.